Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2022 ohms raising gradually. Technical services (ts) was contacted and noted that the noise visible was due to the change in pacing. Ts, also, recommended follow up and possible reprogramming options. This rv lead remains in service. No adverse patient effects were reported.